Event description:
It was reported that the patient had a perforation and pericardial effusion that led to tamponade. The physician believes that the perforation and pericardial effusion was caused by the implantation of the lead. The patient's fluid was drained and the lead was explanted, and then re-implanted using the same lead. The patient was stable after the procedure.